Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("increased bleeding during menstruation / clots") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6)2006, (B)(6)2008)), peanut allergy, gun shot wound, eczema, loop electrosurgical excision procedure in 2009 and orthopedic procedure. Concurrent conditions included overweight, depressed mood, feeling sad, allergic dermatitis, aggressive behavior, allergic dermatitis, plantar fasciitis, pharyngitis, sore throat, walking pneumonia, bursitis, tendonitis, strain, hand sprain, contusion, lumbar disc herniation, anemia, throat pain, streptococcal sore throat, sleep disturbance, low back pain, numbness in leg, heartbeats irregular, constipation and swollen lymph nodes. Family history included colon cancer. Concomitant products included eugynon (quasense) from 2006 to 2009 and eugynon (seasonable) for birth control as well as azithromycin, cetirizine, cetirizine, cyclobenzaprine, cyproheptadine hydrochloride (periactin), fexofenadine (allegra), fluconazole (diflucan), hydroxyzine, hydroxyzine, hydroxyzine (atarax), ibuprofen, ibuprofen (trauma-dolgit), lamotrigine (lamictal), meprobamate (atraxin), naproxen, naproxen (naprosyn), oral contraceptive nos, oxycocet (percocet), prednisone, sertraline (zoloft), triamcinolone, triamcinolone (aristocort), triamcinolone acetonide and vicodin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems depression") and post-traumatic stress disorder ("psychological or psychiatric condition: ptsd"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("lack sex drive"), vaginal haemorrhage ("bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced arthralgia ("autoimmune disorder type joint pain"). On (B)(6)2010, 9 months 12 days after insertion of essure, the patient experienced rash papular ("rashes or skin conditions - type : rash with bumps , itching"). In 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) - type: bacterial vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), arthritis ("autoimmune disorder type arthritis"), disturbance in attention ("neurological problems: difficulty concentrating"), weight increased ("weight gain"), insomnia ("insomnia"), back pain ("back pain"), pain in extremity ("pain foot"), abdominal pain lower ("cramps") and irritability ("irritability"). The patient was treated with surgery (robotic-assisted supracervical hysterectomy with bilateral salpingectomy, cystoscopy) and surgery. Essure was removed on (B)(6)2009. At the time of the report, the pelvic pain had not resolved, the menorrhagia, genital haemorrhage and abdominal pain lower had resolved and the loss of libido, vaginal haemorrhage, female sexual dysfunction, depression, rash papular, arthritis, migraine, headache, tooth disorder, disturbance in attention, dysmenorrhoea, dyspareunia, post-traumatic stress disorder, arthralgia, fatigue, weight increased, alopecia, insomnia, bacterial vaginosis, back pain, pain in extremity and irritability outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, arthritis, back pain, bacterial vaginosis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, irritability, loss of libido, menorrhagia, migraine, pain in extremity, pelvic pain, post-traumatic stress disorder, rash papular, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reviewed with patient that essure coils cannot just be removed as they are scarred into fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (B)(6) 2010: laboratory report: indication: pain in joint and ankle . Findings: there is metallic density over the posterior and lateral soft tissues of the distal calf and tibia and fibula consistent with remote gunshot wound. On (B)(6) 2016: surgical pathology report: final diagnosis-uterus and bilateral fallopian tube, laparoscopic supracervical hysterectomy and bi lateral salpingectomy. Endometrium: gland and stromal changes suggestive hormone effect. Gross description- the specimen is received in formal in with the patient's name and proper identification labeled "uterus and bilateral fallopian tubes. (Two e s sure device)" · the specimen cons I s t s o f 1 0 3 g collective weight of morcellized uterus measuring 9 x 6 x 3.5 cm in aggregate. On section a small amount of endometrium identified measuring 0.1cm in thickness. Also in the container are two fallopian tubes and fimbria (3.1x0.5x0.5cm and 5.2x0.5x0.5cm) and two metallic coils measuring 7.3x0.1x0.1cm. No cervical or ovarian tissue is identified grossly. Representative sections are submitted in six cassettes. Microscopic- a formal microscopic examination was performed. On (B)(6) 2016: pelvic ultra sound examination: indication- sonohysterogram- c/o menorrhagia with essure. Assessment- bleeding type: abnormal. Contraception: essure. Saline sonohysterogram ,transvaginal ultrasound. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:bleeding, irregular, menometrorrhagia, metrorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs & medical record received: events lack sex drive, irritable, abnormal bleeding (vaginal/menorrhagia), hysterectomy (full), apareunia (inability to have sexual intercourse), depression ptsd, rashes or skin conditions, arthritis, joint pain, migraines / headaches, dental problems,: difficulty concentrating, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, hair loss, insomnia are added. Lot number, lab data updated. Concomitant condition & drug are added, historical drug and condition added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("increased bleeding during menstruation / clots") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2006, (B)(6)2008), peanut allergy, gun shot wound, eczema, loop electrosurgical excision procedure in 2009 and orthopedic procedure. Concurrent conditions included overweight, depressed mood, feeling sad, allergic dermatitis, aggressive behavior, allergic dermatitis, plantar fasciitis, pharyngitis, sore throat, walking pneumonia, bursitis, tendonitis, strain, hand sprain, contusion, lumbar disc herniation, anemia, throat pain, streptococcal sore throat, sleep disturbance, low back pain, numbness in leg, heartbeats irregular, constipation and swollen lymph nodes. Family history included colon cancer. Concomitant products included eugynon (quasense) from 2006 to 2009 and eugynon (seasonale) for birth control as well as azithromycin, cetirizine, cetirizine, cyclobenzaprine, cyproheptadine hydrochloride (periactin), fexofenadine (allegra), fluconazole (diflucan), hydroxyzine, hydroxyzine, hydroxyzine (atarax), ibuprofen (trauma-dolgit), lamotrigine (lamictal), meprobamate (atraxin), naproxen, naproxen (naprosyn), oxycocet (percocet), prednisone, sertraline (zoloft), triamcinolone, triamcinolone (aristocort), triamcinolone acetonide and vicodin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psychological or psychiatric problems depression") and post-traumatic stress disorder ("psychological or psychiatric condition: ptsd"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("lack sex drive"), vaginal haemorrhage ("bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced arthralgia ("autoimmune disorder type joint pain"). On (B)(6) 2010, 9 months 12 days after insertion of essure, the patient experienced rash papular ("rashes or skin conditions - type : rash with bumps, itching"). In 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2015, the patient experienced tooth disorder ("dental problems") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) - type: bacterial vaginosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), autoimmune arthritis ("autoimmune disorder type arthritis"), disturbance in attention ("neurological problems: difficulty concentrating"), weight increased ("weight gain"), insomnia ("insomnia"), back pain ("back pain"), pain in extremity ("pain foot"), abdominal pain lower ("cramps") and irritability ("irritability"). The patient was treated with ibuprofen, oral contraceptive nos, surgery (robotic-assisted supraceivical hysterectomy with bilateral salpingectomy, cystoscopy) and surgery (robotic-assisted supracervical hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had not resolved, the menorrhagia, genital haemorrhage and abdominal pain lower had resolved and the loss of libido, vaginal haemorrhage, female sexual dysfunction, depression, rash papular, autoimmune arthritis, migraine, headache, tooth disorder, disturbance in attention, dysmenorrhoea, dyspareunia, post-traumatic stress disorder, arthralgia, fatigue, weight increased, alopecia, insomnia, bacterial vaginosis, back pain, pain in extremity and irritability outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, autoimmune arthritis, back pain, bacterial vaginosis, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, irritability, loss of libido, menorrhagia, migraine, pain in extremity, pelvic pain, post-traumatic stress disorder, rash papular, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: reviewed with patient that essure coils cannot just be removed as they are scarred into fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (B)(6) 2010: laboratory report: indication: pain in joint and ankle . Findings: there is metallic density over the posterior and lateral soft tissues of the distal calf and tibia and fibula consistent with remote gunshot wound. (B)(6) 2016: surgical pathology report: final diagnosis-uterus and bilateral fallopian tube, laparoscopic supracervical hysterectomy and bi lateral salpingectomy. Endometrium: gland and stromal changes suggestive hormone effect. Gross description- the specimen is received in formal in with the patient ' s name and properidentification labeled "uterus and bilateral fallopian tubes (two e s sure device)". The specimen cons I s t s o f 1 0 3 g collective weight of morcellized uterus measuring 9 x 6 x 3.5 cm in aggregate. On section a small amount of endometrium identified measuring 0.1cm in thickness. Also in the container are two fallopian tubes and fimbria (3.1x0.5x0.5cm and 5.2x0.5x0.5cm) and two metallic coils measuring 7.3x0.1x0.1cm. No cervical or ovarian tissue is identified grossly. Representative sections are submitted in six cassettes. Microscopic- a formal microscopic examination was per formed. (B)(6) 2016: pelvic ultra sound examination: indication- sonohysterogram- c/o menorrhagia with essure. Assessment- bleeding type: abnormal. Contraception: essure. Method- saline sonohysterogram ,transvaginal ultrasound. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: bleeding, irregular, menometrorrhagia, metrorrhagia, dysmenorrhea, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.